Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The pump passed displacement test and selftest. Hardware low level failures confirmed in pump history with variable (003) due to broken trace at u1 keypad assembly (pin 6). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump alarmed for insulin pump error. Customer¿s blood glucose was unknown and insulin pump was able to complete rewind. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.